Event description:
It was reported that the surgeon could not get the guide to sit correctly on the bone. The tibial segmentation (reconstruction) did not take into account all the anterolateral osteophytes (having considered that they were free osteophytes - which was not the case). As a result, the anterolateral hook could not be applied correctly and the surgeon had to "re-sculpt" this part to adapt it to the psi, but probably not sufficiently, which explains the varus and anterior slope of the tibial piece. The talar psi was not very stable, and the surgeon cut the posterior part of the talus insufficiently. The surgeon had to redo the cut freehand to correct this problem. The surgeon had a very disappointing radiographic result: 6° varus tibial implantation and 7° anterior slope.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Prophecy team reviewed the received information and noted: conclusions: a partially attached body located anterior to the tibia was segmented incorrectly as a loose body. After further review, the osteophyte was found to be attached mostly to the talus rather than the tibia. However, the body (which was somewhat close to the anterior tibia as seen in the CT scan) could have ended up being attached to the tibia as a result of the time frame between scan date and surgery date. In consequence, the tibia alignment guide was designed for a reference that did not consider the attached body. Therefore, the alignment guide surface match was affected. In addition, the request about the lateral supra-malleolar arm is an atypical design in the prophecy procedure. After surgeon¿s response, the team has included this new design (as well as talus alignment guide considerations regarding talar dome reference) within his preferences. It was clarified with dr. Besse how the prophecy procedure defines the tibia anatomical and mechanical axes. At the moment, no further actions or changes are needed in his preferences for future cases. The engineering drawings and quality documents were processed within normal, acceptable ranges. No abnormalities in the internal process were found. Root cause identified: the partially attached body model was segmented incorrectly as a loose body due to human error. The segmentation reviewer agreed on this decision during the process described on le prophecy® image segmentation review. However, after further analysis of the CT scan, the body needed to be segmented as part of the talus. A refresher email will be sent to the corresponding team regarding this issue. It was not possible to identify errors on the topics related to the guide design preferences and axes considerations. A potential root cause may be a discrepancy in user expectations vs guide design standardization. Inspection of the received information/evidences are done or will be done, in the proceedings of the nc. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the surgeon could not get the guide to sit correctly on the bone. The tibial segmentation (reconstruction) did not take into account all the anterolateral osteophytes (having considered that they were free osteophytes which was not the case). As a result, the anterolateral hook could not be applied correctly and the surgeon had to "re-sculpt" this part to adapt it to the psi, but probably not sufficiently, which explains the varus and anterior slope of the tibial piece. The talar psi was not very stable, and the surgeon cut the posterior part of the talus insufficiently. The surgeon had to redo the cut freehand to correct this problem. The surgeon had a very disappointing radiographic result: 6° varus tibial implantation and 7° anterior slope.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but a similar device is commercially available cleared under 510k # k131283. The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.